Event description:
Pt presented to (B)(6) emergency room (B)(6) 2026 for progressive dyspnea/sob (shortness of breath), cough, congestion, squeezing chest pain. She was found with clinical impression of obstructive pyelonephritis, aki, sepsis [urosepsis], heart failure and ckd (chronic kidney disease). She was admitted to micu. She was intubated and had non-tunneled 12 fr right ij tlc hd cath inserted (right neck). Later am (B)(6) 2026, she was taken to CT for CT chest/neck with contrast. During administration of the IV contrast, reported one of the lumens of the right ij tlc ruptured leading to extravasation of the IV contrast. Vascular surgery was consulted with recommendations for the cvc (central venous catheter) to be removed with removal.